Manufacturer narrative:
The implant has been placed in 36 position on (B)(6) 2017 and has been explanted on (B)(6) 2019. Following abutment break, a fragment of the abutment remained blocked inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the abutment because he broke the tapper inside. That is why, ultimately, the practitioner decide to remove the implant. The breakage of the prosthesis was not caused by the anthogyr implant. Breakage may be the result of excessive force exerted on the prosthesis. (B)(4).

Event description:
A fragment of the abutment remained blocked inside the implant. The practitioner tried to use a rescue kit but he failed to remove the fragment of the abutment. That is why, ultimately, the practioner decide to remove the implant.